Event description:
It was reported that high impedances were measured and all electrodes were out of range when an implantable neurostimulator (ins) was changed. When it came time to program the ins in recovery, the impedances were all high and there was no stimulation/loss of stimulation. It was stated the healthcare provider (hcp) ¿explored¿ and cleaned the lead and tested again with the ins in situ. The impedances with the electrode and case were greater than 4,000 ohms. The lead was tested with a twist lock connector and the lead worked even on the electrodes which had shown high impedances with the ins. When the lead was connected again, there were ¿some¿ high impedance pairings, but the pairings were changed from the original set and when retested, they changed yet again. Eventually, the hcp got a pairing which gave stimulation, but the cause of the issue was not determined. Reprogramming was noted. No action was required as a result of the event and the issue was resolved. Further follow up is being conducted to obtain additional information regarding the event. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).